Event description:
This initial report information was reported to us by the sorin group clinical affairs department on behalf of dr. Patient was scheduled for explant of a mitroflow aortic pericardial heart valve (mitroflow valve) due to reported stenosis related to calcification of the device. It was also noted that the patient had a progression of coronary disease. In addition to replacement of the mitroflow valve, the patient also received a prosthetic mitral valve and underwent tricuspid valve annuloplasty. The patient reportedly died due to multi-organ failure two days after undergoing surgery for the aforementioned procedure. The field experience report form submitted for this event indicated that the surgeon was not reporting the mitroflow valve led to, or might have led to, death or serious injury.

Manufacturer narrative:
Device evaluated by MFR. The device has just been received for evaluation; an evaluation summary was not available at the time of this report. Evaluation: a review of the device history record was completed. The results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.